Event description:
The pt went through withdrawal. He experienced increased spasticity, low grade fever and itchiness. He was in the hospital. His pump was refilled on (B) (6) 2010 with no complications. The pt has not heard any alarms and none were noted on telemetry. He just stated he felt not good. The logs were normal and there were no volume discrepancies. The pt was stable and felt better today. He was on oral valium and baclofen. A dye study was planned. Add'l info has been requested.

Manufacturer narrative:
(B) (4).